Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
This is a spontaneous report by a nurse from the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that on an unknown date in 2010, "patient made mistake/touch contamination" occurred. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was due to the mistake/touch contamination that previously occurred. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome of the mistake/touch contamination was not reported. The peritonitis was recovering and pd therapy was ongoing at the time of this report.

Manufacturer narrative:
Per the clinic, the patient was re-implanted in the contralateral ear on (B) (6) 2010(B) (4)

Event description:
Per the audiologist, the patient reported experiencing discomfort and a¿ buzzing¿ sound when using the device. Reprogramming of the device did alleviate the issues for a short time. The patient was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).